Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was discovered inside the tubing of a clearlink continu-flo solution set. The particulate matter was further described as what looked like algae located right after the connector. The particulate matter was discovered after the packaging was opened and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added this lot was manufactured 07/21/2017 - 07/22/2017. The device was received for evaluation. A visual inspection was performed and particulate matter (pm) was identified inside the tubing. The pm was identified to be a degraded piece of burned plastic. The reported condition was verified. The cause of the reported condition was due to the extrusion process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.